Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Due to patient condition the health care professional (hcp) decided not to do gen change, the patient was noted to be non-dependent. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Due to patient condition the health care professional (hcp) decided not to do gen change, the patient was noted to be non-dependent. This device remains in service. No adverse patient effects were reported.